Event description:
Through the implant patient registry, it was reported that a patient with a 21mm 3300tfx aortic valve implanted for six (6) months, 12 days was explanted due to severe stenosis, insufficiency and vegetation. The patient presented with heart failure. The device was replaced with a 23mm 11500a inspiris resilia aortic valve with no complications. The patient was in a stable condition. Per medical records, because of the hemodynamic compromise the patient was operated on as a salvage situation and redo double valve replacement was done, aortic and mitral. The mitral valve was done with medtronic valve. On admission, the patient was found to be in hypoxic respiratory failure and rapid atrial fibrillation that was controlled.

Manufacturer narrative:
H10: additional manufacturer narrative: stenosis and/or regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis and/or regurgitation.

Event description:
Through the implant patient registry, it was reported that a patient with a 21mm 3300tfx aortic valve implanted for six (6) months, 12 days was explanted due to severe stenosis, insufficiency, endocarditis and vegetation. The patient presented with heart failure. The device was replaced with a 23mm 11500a inspiris resilia aortic valve with no complications. The patient was in a stable condition. Per medical records, because of the hemodynamic compromise the patient was operated on as a salvage situation and redo double valve replacement was done, aortic and mitral. The mitral valve was done with medtronic valve. On admission, the patient was found to be in hypoxic respiratory failure and rapid atrial fibrillation that was controlled.

Manufacturer narrative:
H10: additional manufacturer narrative: updated b5, h6 h11: corrected data: based on the additional information obtained, this event is no longer considered reportable, and this correction is being submitted. Corrected h6 clinical code by replacing code-4446 with code-1834

Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular regurgitation and/or stenosis. The subject device is not available for evaluation. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards lifesciences llc., will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through the implant patient registry, it was reported that a patient with a 21mm 3300tfx aortic valve implanted for six (6) months, 12 days was explanted due to unknown reasons. The device was replaced with a 23mm 11500a inspiris resilia aortic valve. No additional information has been provided. Edwards life sciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.